Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported loss of fluid column during prep was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during device preparation of a steerable guide catheter, a loss of column was observed at the hemostasis valve when the dilator was inserted. A replacement completed the procedure. No additional information was provided.